Manufacturer narrative:
The device was not returned for physical investigation. Conclusion: while the device was not returned for physical investigation. Hematomas are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Surgery to evacuate the hematoma successfully resolved the event. No evidence of device malfunction.

Event description:
The vascade 5f device was selected for closure and inserted into the 5fr sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. Patient was discharged, but returned to the ER a few hours later with a large hematoma. The vascular surgeon on call evacuated the hematoma. The patient is stable and was subsequently discharged. No further injury or complication noted.